Event description:
A discordant, falsely low calcium result was obtained for one patient sample on a dimension exl w/ lm instrument. The discordant result was not reported to the physician(s). The sample was then rerun on the same instrument and resulted higher. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist instructed the customer to change the lamp. During troubleshooting, it was discovered that the tape was loaded incorrectly and cuvettes were twisted. Once reloaded the cuvettes appeared better. Quality controls were then run by the customer and were in range. The cause of the discordant, falsely low calcium result is due to the incorrectly loaded tape used for the cuvettes. This instrument is performing according to specifications. No further evaluation of this device is required.